Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection and functional tests of the returned device were performed following bwi procedures. Visual analysis revealed a separation between the pebax and electrode section and a reddish material inside it. This finding was further confirmed through scanning electron microscope (sem) analysis. An screening test was performed, and the device passed the test. A manufacturing record evaluation was performed for the finished device 31118584m number, and no internal actions related to the reported complaint condition were identified. The potential cause of the pebax damage cannot be determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
One thermocool® smart touch¿ electrophysiology catheter was received by the biosense webster inc. (Bwi) product analysis lab on 19-jan-2024 with no accompanying information and was processed on 24-may-2024. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed a separation between the pebax and electrode section and a reddish material inside it. As a result, this will be reported to FDA.